Event description:
It was reported that during treatment of a basilar tip aneurysm recurrence, a stent¿s delivery wire was caught on the stent¿s proximal marker after detachment and attempted removal of the delivery wire. The stent was placed from the basilar artery to the right pca. A microcatheter was advanced forward to successfully dislodge the pusher, after which the stent appeared to be in the same position. Coiling of the aneurysm continued and there was no reported intervention or patient injury. Patient reported to be ¿well.¿

Manufacturer narrative:
Items returned for investigation: pusher, microcatheter items not returned for investigation: stent, introducer the pusher was returned undamaged at the distal tip and was fully advanced inside of the microcatheter. No stent was returned. The reported complaint is nonverifiable as no stent was returned and the circumstances of the procedure could not be replicated. No damage to the pusher was observed.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The stent was implanted in the patient and not available for return to the manufacturer. The delivery pusher was retained and returned to the manufacturer for evaluation. The investigation is currently ongoing.

Event description:
It was reported that during treatment of a basilar tip aneurysm recurrence, a stent¿s delivery wire was caught on the stent¿s proximal marker after detachment and attempted removal of the delivery wire. The stent was placed from the basilar artery to the right pca. A microcatheter was advanced forward to successfully dislodge the pusher, after which the stent appeared to be in the same position. Coiling of the aneurysm continued and there was no reported intervention or patient injury. Patient reported to be ¿well.¿